Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause of the problem could not be identified based on the information obtained from this complaint and the investigation results. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that upon opening the package of a single-use aspiration needle, the probe cap appeared to have rust with varying shades of color. This occurred during an ebus-tbna (endobronchial ultrasound-guided transbronchial needle aspiration) procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide a correction to d4 (lot number). Should additional information become available, a supplemental report will be provided.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted h4 - device manufactured date, which was transposed on the previous report. The correct date is 9/6/2024.